Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that a fluid leak was discovered on the inside of the cassette door of their cycler after ending their pd treatment from the previous night. The patient reported receiving an air detected in cassette alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The film on the back of the cycler set cassette is loose. Fluid leaked from the back of the cycler set cassette membrane. The patient initially attempted to re-setup treatment the following morning when a heater bag not detected alarm was encountered during step 3 of setup. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed have been able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. At the time of follow-up the patient was waiting for the replacement cycler to arrive. A prophylactic antibiotic was prescribed to the patient (name unknown, one dose, taken intraperitoneally (ip)) following the fluid leak event. However the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler sets used for both setups are available to be returned to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that a fluid leak was discovered on the inside of the cassette door of their cycler after ending their pd treatment from the previous night. The patient reported receiving an air detected in cassette alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The film on the back of the cycler set cassette is loose. Fluid leaked from the back of the cycler set cassette membrane. The patient initially attempted to re-setup treatment the following morning when a heater bag not detected alarm was encountered during step 3 of setup. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed have been able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. At the time of follow-up the patient was waiting for the replacement cycler to arrive. A prophylactic antibiotic was prescribed to the patient (name unknown, one dose, taken intraperitoneally (ip)) following the fluid leak event. However the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler sets used for both setups are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.